Event description:
It was reported that the patient presented to the emergency room with chest pain that resolved spontaneously. The patient had increased lactate dehydrogenase, liver function tests, and haptoglobin, and subtherapeutic international normalized ratio assessed at 1.39 on admission. Hemolysis was confirmed. Computed tomography angiography (cta) results show stenosis of outflow tract due to biodebris. An external outflow graft obstruction (eogo) was found to be the cause of hemolysis. Log files were submitted for analysis, which upon review revealed a low flow event on (B)(6) 2025 with the lowest value being 2.1lpm. Obstruction and hemolysis had not resolved; current plan of care was unknown with the possibility for a thoracotomy and eogo removal. The patient was discharged and stable. The site reported that the low flows occurred while the patient was home and sleeping. The low flow alarms resolved.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported extrinsic outflow graft obstruction (eogo) could not be confirmed, and a specific cause for the reported obstruction could not be conclusively determined through this evaluation. Additionally, review of the submitted log files confirmed a low flow hazard alarm; however, a specific cause for the alarm could not be conclusively determined. Further, a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported hemolysis, elevated lactate dehydrogenase, elevated liver function tests, elevated haptoglobin, subtherapeutic internation normalized ratio (inr), and pain could not be conclusively determined through this evaluation. The controller event log files contained events from 02sep2025 to 05sep2025. One low flow hazard alarm was captured on (B)(6) 2025, which was associated with elevated puisatility index (pi) values. No other notable events or alarms were captured, and the pump appeared to function as intended at the fixed speed. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6), with no further events reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The current revisions of the IFU and patient handbook can be found on the eifu page of the abbott website. The heartmate 3 lvas IFU, rev. D and the heartmate 3 lvas patient handbook, rev. A are currently available. Section 1 of the IFU, ¿introduction¿, lists potential adverse events, including hepatic dysfunction and hemolysis, that may be associated with the use of the heartmate 3 left ventricular assist system. Section 1 also addresses pump parameters, including pump flow. Section 4 of the IFU, ¿heartmate touch communication system¿, describes the pump flow display and the hazard alarms. Per design, when the estimated flow value is calculated at less than 2.5 lpm, a low flow status is posted to the log file. If the flow remains below 2.5 lpm for 10 seconds, a low flow hazard alarm is triggered. This section also outlines situations that can result in a low flow alarm and further explains that changes in patient conditions can result in low flow. Section 5 of the IFU, ¿surgical procedures", outlines considerations for pump placement and provides instructions regarding the preparation, installation, and orientation of the sealed outflow graft. Section 5, under "attaching the sealed outflow graft to the pump", instructs the user to verify that the graft is not twisted or kinked by checking the position of the black line on the graft above and below the bend relief and ensuring that the line is straight. Section 5, under "preimplant procedures" and "implant procedures" cautions the user: "the sealed outflow graft must not be kinked or positioned where it could abrade against a pump component or body structure" and "stretch the sealed outflow graft completely prior to measuring and cutting the graft to the appropriate length." Section 6 of the IFU, ¿patient care and management¿ (under ¿anticoagulation¿), provides the recommended anticoagulation regimen, including international normalized ratio (inr) values, as well as suggested anticoagulation modifications. Section 5 of the patient handbook, "alarms and troubleshooting," and section 7 of the IFU, ¿alarms and troubleshooting¿ outline system controller alarms, as well as the appropriate actions associated with them. No further information was provided. The manufacturer is closing the file on this event.